Event description:
A customer reported a blank screen on their precision xtra meter. The customer reports feeling dizzy, light headed, and shaky and then loosing consciousness secondary to not testing. The customer drank orange juice to counteract the event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.